Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The advocate (caregiver) was the initial reporter. However, it is unknown if the contact details provided were that of the caregiver or the customer. Therefore, the contact information was not captured. No information was captured as the customer's initial and weight were not provided.

Event description:
An advocate (caregiver) called on behalf of the customer to report that the customer's blood glucose readings were not being stored in the memory of the contour next ez meter. The advocate stated the date and time were set incorrectly on the meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.